Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during installation that the cardiosave intra-aortic balloon pump (iabp) displayed bad pixels on the screen. No patients were involved.

Manufacturer narrative:
Updated fields: b4, g1 (contact person mfg site), g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and confirmed that there is a bad pixel on the screen, which cannot be guaranteed according to national standards, but the customer requires a new screen. All functional and safety checks have been completed and meet factory specifications. If repair information is received, the complaint will be reopened and updated.